Manufacturer narrative:
The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of hospitalization for low blood glucose levels. The customer's blood glucose level at the time of incident was 49mg/dl. The customer's levels had been as low as 38mg/dl. The customer's most current level was 77mg/dl. The customer was treated at the hospital for the highs with IV and insulin shots. The customer treated with juice. Troubleshoot was conducted. The customer states there was damage to the pump and the reservoir would not stay in place. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump passed functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump was received with normal operating currents and no unexpected off no power or low battery alarms. The pump was received with a broken reservoir tube lip, a missing reservoir tube o-ring, cracked battery tube threads, a cracked case at the display window corner and minor scratches on the lcd window. The reservoir stayed locked in the reservoir tube.